Manufacturer narrative:
(D10) concomitant devices: 300-01-13 - equinoxe, humeral stem primary, press fit 13mm. 320-42-03 - equinoxe reverse 42mm humeral liner +2.5. 320-10-00 - equinoxe reverse tray adapter plate tray +0. 320-01-42 - equinoxe reverse 42mm glenosphere. 320-15-02 - rs glenoid plate sup aug, 10 deg. 320-15-05 - eq rev locking screw. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial reverse total shoulder replacement on the right side. Subsequently, the patient experienced a hematoma. As a result, approximately 1 month after initial replacement, the patient's hematoma was drained. No further impact to the patient was reported. No other information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h6 - type of investigation, investigation findings, investigation conclusions and h11. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.